Event description:
It was reported that the patient underwent a successful burst trial and was implanted with an ipg on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not getting adequate therapy two years ago and turned therapy off. As a result the ipg became inoperable. The ipg was explanted and replaced with an external pulse generator (epg) for a trial on (B)(6) 2019.